Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25cm. Model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient felt like the lead was tugging and pulling in her back. The physician believed that the lead might need an extension attached to relieve the stress. The patient underwent a lead revision wherein two lead extensions were replaced with new ones. No device malfunction suspected. The patient was reportedly doing well after the procedure.